Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 3014, the patient was admitted to the hospital with pneumonia and dehydration, and noted that the patient¿s healthcare provider (hcp) wanted the pump replaced. The reporter stated that the patient had been experiencing elevated blood glucose (bg), but did not provide any bg values or any signs or symptoms of hyperglycemia. The patient had reportedly been taken off the pump and bgs returned to normal limits, but when the patient tried to resume the pump, bg levels reportedly increased again. The reported did not note any signs or symptoms related to elevated bgs but stated that the patient was diagnosed with pneumonia and dehydration and was placed on antibiotics. The patient was also reportedly admitted to the intensive care unit while at the hospital. The reporter also noted that the pump had been emitting multiple loss of prime alarms since (B)(6), and the alarms continued to recur despite changing the cartridge. During troubleshooting, the reporter was able to complete an ezprime operation and deliver an air bolus without any alarms occurring. The reporter confirmed appropriate storage and preparation of cartridges. The patient¿s hcp reportedly alleged that the pump was not delivering insulin as it should and that the loss of prime alarms had also caused interruption of insulin delivery. The patient¿s hcp reportedly had reviewed all pump settings and confirmed that they were accurate. The reporter denied any damage or trauma to the pump. Although no bg values were provided, this complaint is being reported based on the allegation that the patient was hospitalized and it is unknown if the hospitalization was related to elevated bgs. Additionally, this complaint is also being reported based on the hcp¿s allegation that the pump was not delivering insulin appropriately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box and alarm history showed a loss of prime warning occurred on (B)(6) 2014. A review of the pump histories showed that the last basal and last bolus deliveries occurred on (B)(6) 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence with no alarms occurring. The pump was exercised for 24 hours with no alarms duplicated. The pump passed delivery accuracy testing and was found to be delivering within required specification. The force sensor calibration was found to be within specification. The pump cover was removed and there was no damage found to the force sensor circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.